Manufacturer narrative:
Corrected data: b5. "Treatment includes serum tear therapy; moisture chamber goggles; fish oil; and taping of eyelids." Should be added. H6. 4650 serum tear therapy. Claim# (B)(4).

Manufacturer narrative:
B5-additional symptoms reported: painful dry eye and elevated iop. H6-investigation findings code corrected. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The patient reported that he had a 13.2mm, micl13.2, -10.0 diopter, implantable collamer lens implanted into his left eye (os) on (B)(6) 2018. The patient states that he is experiencing chronic eye syndrome since the implant was placed. He indicated that he did not have this prior to the actual surgery. He states that when he tapes his eye shut the condition is not as severe as when he sleeps without the tape, when he sleeps his eye is slightly slit.

Manufacturer narrative:
Event description: "chronic eye syndrome" should be changed to "chronic dry eye syndrome." Claim#: (B)(4).